Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported by the contact that the customer has received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level ranged from 132 to 358 mg/dl. Insulin injections were used to address the bg level. The customer had changed the supplies on the pump multiple times. A system check was performed using the current pump supplies. The pump and tubing were functioning as expected. The contact declined to remove the cannula to check it for damage. The contact stated that the customer had changed the infusion set multiple times and the occlusions continued. The contact thought the pump was the cause of the occlusions. The customer reverted to using insulin injections and the bgs were under control.